Event description:
Paramedics connected the device to a patient through a 3-lead patient cable. Patient data was not reported. Reportedly, no leads were displayed nor was there device display of ECG leads message or dashed lines at this time. After unspecified period of time the patient ECG was spontaneously observed.